Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with a ge healthcare service representative. It was recommended to replace the absorber gauge and to lubricate internal components of flush regulator, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.